Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl. The customer did not mention any treatment for high blood glucose level with the insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Device unable to perform functional test for reported harm such as displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, delivery accuracy test, and self test due to display anomaly.